Event description:
It was reported to vyaire medical that the bellavista1000e us had alarm 388 - no o2 dosing possible. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. Vyaire has initiated to send insp block under warranty replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical. Even though failure not reproducible in fa lab, logs shows that the failure was due to defective o2 pressure regulator. As a resolution, vyaire initiated an insp block replacement under warranty.